Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B)(6) 2010 alleging an unspecified error message with his onetouch ultra2 meter. He claimed that 2 hours after the error message began, he became clammy and sweaty. The patient administered self-treatment with food/drink at or near the same time the symptoms began. No blood glucose results or other forms of treatment were reported. According to the csr, the reported issue was resolved with training. Replacement products were sent to the patient. There was no indication that the product malfunctioned; however, this complaint is being reported because the patient allegedly developed hypoglycemic symptoms 2 hours after obtaining an unspecified error message.

Event description:
This is a spontaneous report by a consumer with supplemental information from the nurse and physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient was diagnosed with peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. Pd therapy was ongoing as well as remedial therapy. The patient was to be discharged from the hospital on (B)(6) 2010. The peritonitis was resolved in (B)(6) 2010.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on august 31, 2010 alleging that the onetouch® ultra2 meter is giving inaccurate erratic reading of "125 mg/dl." The patient manages her diabetes with insulin- no adjustments. The alleged inaccuracy on the subject meter began on (B)(6) 2010 at 2 am. 1 hour later, the patient claimed she managed her diabetes with more food/drink based on the lfs meter reading. The patient claimed she developed symptoms of "low blood sugar, sweats, shakes, and lightheadedness" on (B)(6) 2010. There was no allegation of treatment for hypoglycemia or hyperglycemia as a result of the product issue. It is not known what blood glucose readings the patient obtained on the subject meter that day. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was only one result associated with the alleged inaccurate erratic issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia 7 days after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.